Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys prolactin assay result for one patient from cobas 6000 e 601 module serial number (B)(4). The initial result was 43.6 ng/ml. The result by ria was 22.9 ng/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.